Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer¿s blood glucose. Reportedly, customer believed the occlusion was pump related; however, this could not be confirmed. The pump supplies were in use for 4 days and tandem technical support educated customer regarding cartridge/insulin labeling. The cartridge was changed to address the issue.